Manufacturer narrative:
Date of event: unknown. Bd life sciences - preanalytical systems was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not observed in the retention samples. A review of the manufacturing records was performed for the incident lots and no manufacturing issues were reported to have affected product quality.

Event description:
It was reported that bd microtainer® sst¿ had hemolysis.